Event description:
New information states that the lead had also exhibited a sensing anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was capped and replaced successfully. The patient was in good condition before and post procedure.